Manufacturer narrative:
Root cause: the root cause for the reported issue of an difficulty programming comfort care orders was not determined because no products or device logs were returned.

Event description:
It was reported that the user had difficulty programming "comfort care orders". No further information has been provided. There was patient involvement however outcome is unknown. Bd received additional informational information. The customer reported to bd clinical consultant that "when the nurse was programming this order, it sounds like the nurse programmed a max dose. When the patient reached the programmed max dose, this caused the infusion to stop and the patient did not receive additional medication after the max dose was reached." The nurse was unaware the patient was not receiving medication, per report. The customer believes that the "alarm was not sufficient." Bd has engaged with the customer by referring to bd pharmacy optimization team to review with the customer their pca configuration to ensure that it is optimized for comfort care patients. No further information was provided. Note that per bd alaris user manual, max dose (max accumulated dose range) is an "optional configuration that limits total amount of drug allowed to be delivered to patient in a defined period (1, 2, or 4 hours). Should be configured in data set before drug library is developed. Once drugs are in profile pca drug library, max accumulated dose limit cannot be changed. Applies to all drug setups within profile pca drug library. Includes pca dose, continuous dose, and optional bolus dose if selected to be included. Loading dose is not included."

Event description:
It was reported that the user had difficulty programming "comfort care orders". No further information has been provided. There was patient involvement however outcome is unknown. Bd received additional informational information. The customer reported to bd clinical consultant that "when the nurse was programming this order, it sounds like the nurse programmed a max dose. When the patient reached the programmed max dose, this caused the infusion to stop and the patient did not receive additional medication after the max dose was reached." The nurse was unaware the patient was not receiving medication, per report. The customer believes that the "alarm was not sufficient." Bd has engaged with the customer by referring to bd pharmacy optimization team to review with the customer their pca configuration to ensure that it is optimized for comfort care patients. No further information was provided. Note that per bd alaris user manual, max dose (max accumulated dose range) is an "optional configuration that limits total amount of drug allowed to be delivered to patient in a defined period (1, 2, or 4 hours). Should be configured in data set before drug library is developed. Once drugs are in profile pca drug library, max accumulated dose limit cannot be changed. Applies to all drug setups within profile pca drug library. Includes pca dose, continuous dose, and optional bolus dose if selected to be included. Loading dose is not included."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.